Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had high capture threshold. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned. Visual and x-ray examination of the lead found no anomalies. Electrical testing was normal.